Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H6 - evaluation conclusion codes: updated.

Event description:
It was reported that guidewire fracture occurred. The chronic totally occluded lesion was located in the subclavian artery. A 300cm,8cm v-18 control wire was selected for use. During the procedure, it was noted that the guidewire fractured inside the body. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that guidewire fracture occurred. The chronic totally occluded lesion was located in the subclavian artery. A 300cm, 8cm v-18 control wire was selected for use. During the procedure, it was noted that the guidewire fractured inside the body. The procedure was completed with another of the same device. There were no patient complications as a result of this event.